Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported inflammation in an eye following an intraocular lens (iol) implant procedure. The patient was prescribed a steroid. The lens remains implanted.